Event description:
After performing the kissing technique, the cutting balloon was used in the lck-p in-stent restenosis site. During catheter retraction the cutting balloon broke. An attempt to retrieve the broken part of the cutting balloon using a snare and another balloon catheter failed. Finally, cvs was consulted for surgery intervention. The pt died after surgery.